Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead was found to have exhibited high capture threshold measurements. The ra lead was capped and replaced on (B)(6)2024. The patient was discharged with no reports of adverse consequences.